Event description:
It was reported by the distributor that there had been leakage in the gel tube despite the product being sealed. The product was not used, and no photograph was available at the time of the report.

Manufacturer narrative:
E1: complainant street address: (B)(6) complainant country: taiwan, province of china. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site:1000317571.